Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Insulin pump passed displacement test, unexpected restart test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had unexpected restart and watchdog timeout alarms. The customer¿s blood glucose level was 424 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm and was able to complete the rewind process. The customer also reported a high blood glucose of 424 mg/dl and treated with manual injection. Customer also mentioned that his blood glucose went down 42 mg/dl after manual injection treatment. No high and ow blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.